Event description:
It was reported that during procedure, the patient's right atrial (ra) lead had p-wave amplitude variation and failed to capture. Fluoroscopy revealed that the lead was bent. The ra led was capped and replaced. The patient was stable throughout procedure.